Event description:
Reportedly the seal on the mesenteric artery ruptured 45 minutes after the procedure. The patient underwent a re-operation and the hemorrhage was quickly stopped. The patient was also administered a blood transfusion of 5 globular sediments.